Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, an excessive amount of moisture in the air gas module could be verified. The air gas module was replaced and returned for further investigation. The received air gas module was mounted in a ventilator for simulated use testing. When performing the system pre-use check, the unit did not pass the test and failed. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module and the moisture is the root cause of the delta pressure transducer's failure. The source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The reported problem can be confirmed in the device log files.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator had no air supply after startup. There was no patient harm. Manufacturer ref.#: (B)(4).